Manufacturer narrative:
Record is being cancelled as it is a non complaint tw #: (B)(4), mfg report #: 2249723-2023-01058. Revert record back to blank: b. Adverse event or product problem, d. Suspect medical device, e. Initial reporter, g. All manufacturers, h. Device manufacturers only.

Event description:
Record is being cancelled as it is a non complaint tw #: (B)(4), mfg report #: 2249723-2023-01058.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) units device status had to be checked.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.